Manufacturer narrative:
No product has been returned for evaluation as product remained in-situ. No allegation of product malfunction or association with exacerbation of pre-existing condition reported. As per reporter procedure continued as planned. Patient expired 40 days post index surgery. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels; dural leak..." "...potential risks identified with the use of this system, which may require additional surgery, include: death..." Product remained in-situ.

Event description:
Received information stating while performing surgery patient's vertebral artery and dura mater were lacerated. Patient underwent a blood transfusion and "leak" of cerebrospinal fluid was noted and that the procedure continued despite apparent injury. Post-operatively patient was intubated and transferred to intensive care unit where health condition worsened and expired 40 days later. No allegation of product malfunction has been reported.